Event description:
The reported feedback suggests that there are connection issues.

Manufacturer narrative:
Cont'd from d.11: 10ml bd posiflush syringe; 10ml bd plastipak syringe; 10ml syringe additional information provided: d.11. The customer¿s report of maxplus to syringe connection issues was not confirmed. Visual inspection of the associate sets noted no damage or any anomalies. Functional testing resulted in no leaking. Testing of the male luer taper of the aguettant syringe was not within specification. The customer¿s report of maxplus to syringe connection issues was not identified. The suspect set was not returned for investigation.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests that there are connection issues.